Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator for chronic low back pain and non-malignant pain. It was reported that the patient stated that they were not getting relief and was contemplating explant. The patient was asked if they have had adjustments to the stimulation and the stated that they thought it was implanted and that was it. The patient was educated on how adjustments can be made, and adaptive stimulation was enabled to help with sensation while sleeping. The patient was pleased with the education and acknowledged that they didn¿t understand the device. The patient stated that they wanted adjustments to be made. The patient was pleased with the adjustments and education. The patient was given and a and b program to attempt to get relief in the low back and legs. The issue was resolved. Additional information was received from a manufacturer representative regarding the patient on (B)(6) 2019. The manufacturer representative reported that the patient came into the health care professional¿s office on (B)(6) 2019 stating that his battery site was hurting for approximately 1 week but was feeling better today. The patient reported that his stimulation turned itself off and he had to turn it back on today. The manufacturer representative interrogated the implantable neurostimulator, and it showed that stimulation had not been used for 30 days. The manufacturer representative advised the patient to leave stimulation on as needed for pain and to turn off when driving. The patient acknowledged understanding. The manufacturer representative reported that the patient was changing programs, but according to logs when interrogated, the patient had been on the same program. The manufacturer representative turned stimulation up and patient could feel stimulation where needed. The patient acknowledged understanding of turning stimulation up and down as needed. The manufacturer representative reported that the pati ent then stated to the health care professional¿s ma that he wanted to have the implantable neurostimulator removed. No further complications were reported. Additional information was received via a manufacturer representative from a consumer regarding the patient on (B)(6) 2019. It was reported that the spinal cord stimulation system was removed on (B)(6) 2019. There were no further complications reported or anticipated.